Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not received.

Event description:
It was reported the patient presented remotely. Upon review of merlin. Net transmissions, it was observed the patient's implantable cardioverter defibrillator was incorrectly measuring the biventricular pacing percentage. No intervention was reported.